Event description:
Drug/diluent: not applicable; fill volume: not applicable; flow rate: not applicable; procedure: spine surgery; cathplace: para-spinal muscles. It was reported that a sheath broke apart inside the pt during peeling. An incision was made to remove the piece. Additional info received on (B)(4) 2013: the pt is reported to be doing well. Note: the model and lot number reported by the facility belongs to an expansion kit. Model # pm040-a, lot # 0200974190. The device history record is under review to provide sheath info.

Manufacturer narrative:
Method: the reported device will not be returned to the manufacturer as the end user has discarded the sample. Results: the device history record for the lot number provided is currently being reviewed. Conclusions: a follow-up report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.